Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery. One day postoperatively (2006) the pt presented with diffuse lamellar keratitis (dlk) in the right eye (od). A flap lift and rinse was performed and the pt was prescribed topical steroids. The pt's preoperative bcva was 20/20 ou. Postoperative ucva was 20/20 ou. The pt has responded to treatment and dlk has resolved with no loss of visual acuity. The association between the event and the device is unk.

Manufacturer narrative:
H3 - on 07/14/2006, intralase's director of surgical support (optometrist) and intralase clinical applications specialist (cas) visited the surgical facility and performed an investigation. The system was found to be within specifications. The sterilization and surgical technique was reviewed and the doctor was instructed on his sterilization technique.